Manufacturer narrative:
This report is filed on july 28, 2016, by cochlear ltd. On behalf of (B)(4). Registration number 3009092818. Exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced infections at the implant site and was subsequently treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.